Manufacturer narrative:
A ge service representative performed an on site investigation. The disk connector was repaired and the memory card replaced during the service call.

Event description:
The customer reported that the stenoscop system had no image memory. No pt injury was reported.